Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel, in the obtuse marginal (om) artery. A 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was advanced with resistance for treatment. Upon initial inflation of the balloon at 6 atm for less than 20 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.